Event description:
During remote follow-up, episodes of myopotentials oversensing were observed on the right ventricle (rv) lead. Provocative testing was performed, and the lead noise was reproduced. Reprogramming has been performed to resolve the event. The patient was stable.